Event description:
It was reported that a spectrum pump's door would not close and was alarming for a "door not fully latched" message. There was no pt injury. The event occurred on the med 4 floor and did not occur during therapy. The event occurred after 1st clinical use.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The evaluation confirmed the reported symptom of "door will not fully latch message". It was caused by cracked threaded insert bosses and raised threaded inserts; this caused separation between front case and mech assembly. The evaluation also found loose hardware which secures the mech assembly into the front case. This has been a known contributor of the reported symptom in the past repairs. As a result, the front case assembly was replaced.